Manufacturer narrative:
(B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A visual and functional assessment was performed on the device which determined that the muffler was missing a red indication line and was laser marked with the manufacturer¿s emblem and the letters "cns". It was further determined that the device operated with the safety engaged (power broken) and it failed the safety assessment. During service/repair, it was observed that the lock cylinder and pawls release were badly damaged. It was determined that the issue was consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running (user error). The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the locking components of the motor device were damaged. During in-house engineering evaluation, it was determined that the device operated with the safety engaged (power broken), and it failed the safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.